Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of what the material was not determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
The customer reported the aspiration system of evis lucera elite colonovideoscope had problems. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed. Foreign material came out of the suction port due to clogging of the suction tube in the universal cord and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the suction port and nozzle found during evaluation.

Event description:
The customer reported the aspiration system of evis lucera elite colonovideoscope had problems. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed. Foreign material came out of the suction port due to clogging of the suction tube in the universal cord and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the suction port and nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the aspiration problems occurred during pre-use inspection. The date the issue occurred was unknown.